Event description:
It was reported that a bd emerald¿ syringe with needle had foreign matter in the needle cap and in the bag. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The corrections are as follows: medical device manufacturer: becton dickinson medical (singapore). Manufacturing location: becton dickinson medical (singapore).

Event description:
It was reported that a bd emerald¿ syringe with needle had foreign matter in the needle cap and in the bag. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: 1 actual sample was returned with a syringe, were returned for evaluation. White foreign matter was observed to be in the needle shield of the returned sample. White foreign matter is likely to be epoxy. Excessive epoxy found in needle shield could have probably be caused when there are stoppages at the cannula station. The manufacturing process was reviewed. This may have occurred when the production technician missed out to clear the effected rack to prevent the hub with excessive epoxy flowing to the next station. Visual inspection is performed during outgoing inspection for any foreign matter in fluid path way/ non-fluid path way or epoxy on hub. A review of the device history record could not be performed as a lot number was not provided for this incident.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ syringe with needle had foreign matter in the needle cap and in the bag. There was no report of exposure, serious injury, or medical intervention.